Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune total knee replacement, surgeon, (B)(6) on (B)(6) 2018. Prior to use on patient, it was noticed that one of shim attachment the lugs on the spacer block handle was chipped. Operation completed using replacement product (same product from different consignment set). Male patient initial (B)(6).

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.